Manufacturer narrative:
A review of the device history record could not be performed since a work-order/lot number was not provided for the reported incident. The sample for this reported incident was not available for further evaluation and therefore the exact cause could not be determined. At this time, no additional action will be taken, but we will continue to monitor the trend for this type of incident.

Event description:
Customer reported, ¿we are currently tracking infection from a case that occurred on (B)(6) 2019 and quality issue related to the manufacture of certain aami level 3 surgical gown.¿ customer has reported the procedure was a left foot bunionectomy, osteotomy of second and third metatarsals, second and third and fourth arthroplasty pij left foot, and plantar plate repair. The medical treatment provided for the infection was urgent care visit, hospitalization, oral and IV antibiotic therapy, return to surgery for I&d, removal of implants. Insertion of PICC line by home health care. The prescriptive medication for the patient is po (oral) augmentin, IV antibiotics as well but the exact antibiotic given was not noted on the physician office record. As of (B)(6) 2020, patient was receiving home health care and IV antibiotics via PICC line.